Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, when the unit was powered on it blew the fuse. The fuse was replaced but the problem persisted. The surgeon opted to use a competitive device to complete the procedure. There were no pt complications reported as a result of this event.